Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that a rashkind septosomy catheter ruptured during the second pullback across the atrial septum. It is reported that a sudden rupture occurred. The device was removed from the packaging per IFU. The device was inspected with no issues. Negative prep was not performed. No resistance was noted when crossing the septum. The device was moved prior to the burst. A 100% saline contrast was used. The first pullback was with 1.5ml but it came through the atrial septal defect, so the second pullback was done with 2.5ml. The procedure was successful with the device used, despite the rupture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.